Event description:
Diabetes test strips for use in the medtronic minimed blood glucose meter, paradigm link, manufactured for becton dickinson and company, and manufactured by nova bromedical corp. Test strips are product of poor quality control, reporting e-1 (error 1) errors regularly. Out of a box of 50 strips, more than 1/4 seem to produce errors. This can put the user at risk, as well as considerable expense.